Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a air in line. Service evaluation verified air in line. The cause was identified an out of specification ultrasonic sensor calibration reading. The ultrasonic sensor was replaced to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced an air in line error. No additional information is available.